Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿button is broken¿ and ¿does not work at all¿. There was no additional information provided at the time of the initial contact. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. No conclusions can be made at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.